Event description:
It was reported by svc report that the siderail and toprail are broken presenting sharp edges and the siderail does not latch. No pt involvement or adverse consequences are reported.